Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4), alleging a onetouch verio pro meter was powering off during use. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Follow-up (3/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. Unrelated to the reported issue, there was a contact issue (172) between the test strip and meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.